Event description:
It was reported that a longevity calculation was performed to estimate implantable neurostimulator (inc) battery life. The soletra had an estimated longevity of 71 months. The device was programmed at +2, -0, -1; 3.5v; 60 pulse width; 185 rate; 24 hours a day and 1574 ohms. The patient¿s activa sc had an estimated longevity of 5.44 years to elective replacement indicator (eri) and 5.69 years to end of service (eos). The device was programmed at subthalamic nucleus (stn)1 c+ -1, 1.9v, 90 pulse width, 125 rate, 24 hours a day, 1804 ohms and 0.899ma. Stn 2 was c+ -2, 1.5v, 90 pulse width, 125 rate, 24 hours a day, 1657 ohms and 1.085ma. It was noted that some of the impedances had been high since implant. The patient was implanted with the activa on (B)(6) 2012. Electrode impedances were given instead of therapy. C+ -2 was 1976 ohms and c+ -3 and all others were high. It was noted that the device was working perfectly for the patient. The patient was not programmed on the high electrodes. It was further noted that the angle of the lead implanted and the white matter tracks on the stn were probably the reason for high measurements. It was further noted that it effected the spread of the signal in the brain but it was working well for the patient. Additional information received reported that impedances on right were greater than 2000 and left was 918. Reprogramming had been done on (B)(6) 2012 and the patient had good gait and no tremors. The right stn 1 was 1.6/90/125, c+1- and the right stn 2 was 0.9/60/125, c+2-. Reference manufacturer¿s report number: 3004209178-2014-07213

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot# v435220, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v435220, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).